Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient harm or injury was reported. The device was evaluated at a third-party service center. During the evaluation, the rubber feet were found to be missing, the handle kit and exhalation port block pas were observed to be cracked, and the mac label was noted to be damaged. Functional testing was performed, during which the device failed the negative flow verification (neg flow verify) test. Further investigation determined that replacement of the printed circuit assembly (pca) and the active exhalation control module was required to address the failure. Following the repair, the device successfully passed all applicable functional and performance testing.

Manufacturer narrative:
The reported failure of negative flow verification (neg flow verify) test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.